Event description:
It was reported that the blade movement of the device was very slow. No information was provided regarding patient contact or patient impact for this event. Additional information has been requested.

Manufacturer narrative:
The device involved in the reported incident has been returned. The device evaluation is in progress. The result of the device evaluation will be reported in a follow up MDR submission.